Event description:
It was reported that the patient experienced fungal infection of subcutaneous tissue in the ureter and had a urinary obstruction with an inflatable penile prosthesis (ipp). No device issues were identified, but the physician considered that the device caused the infection. A surgical procedure was performed to remove all the components. No patient complications were reported.

Event description:
It was reported that the patient experienced fungal infection of subcutaneous tissue in the ureter with this inflatable penile prosthesis (ipp). No device issues were identified, but the physician considered that the device caused the infection. A surgical procedure was performed to remove all the components. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were found, the pump passed the leakage and functional test. The reservoir was microscopically inspected, and leak tested. No damage or abnormalities were found, and the reservoir passed the leakage test. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in our labeling and risk documentation.